Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. At this time, applied medical is unable to determine the root cause of the complainant's experience. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: omega loop bypass. Event description: dr. Dass die dichtung des trokars so fest ist, dass sich die instumente (optik) nur sehr schwer durch den trokar bewegen lassen. Ein "umklappen" des 4 lippenventils als ursache wurde während der anwendung überprüft und ausgeschlossen. Translation: dr. Claims, that the seal of the trocar so tight is, that the instruments (scope) are very difficult to insert. A "folding" of the double duckbill as a cause was examined during use and ruled out. Additional information received from sales representative by email on 02oct2018: beim herausziehen der instrumente kann es passieren, dass eine ecke des ventils nach innen umklappt und die instrumente dann schwerer zu bewegen sind. Das hat der kunde geprüft indem ER das dichtungsgehäuse abgenommen hat. Die ventillippen haben korrekt gesessen. Das meine ich mit "umklappen" oder falten, wie du es geschrieben hast. Translation: when removing the instruments it is possible that a corner of the seal flips inward, which makes it more difficult to move the instruments. The customer examined this by removing the seal housing. The flaps of the seal were placed correctly. This is what I meant with "umklappen" or folding, as you wrote it. Additional information received from sales representative by email on 20nov2018: they could not give me an exact designation. It was a 10mm standard scope 30° from storz. Patient status: no patient illness or injury occur associated with the complaint event.

Manufacturer narrative:
The event device returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: omega loop bypass. Dr. Claims, that the seal of the trocar so tight is, that the instruments (scope) are very difficult to insert. A "folding" of the double duckbill as a cause was examined during use and ruled out. Additional information received from sales representative by email on 02oct2018: when removing the instruments it is possible that a corner of the seal flips inward, which makes it more difficult to move the instruments. The customer examined this by removing the seal housing. The flaps of the seal were placed correctly. This is what I meant with "umklappen" or folding, as you wrote it. Patient status: no patient illness or injury.